Event description:
This report is based on information provided by the philips remote service engineer (rse), the sites clinical engineer, and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator indicating that the 5-lead ECG cable is faulty. The clinical engineer worked with the rse and it was determined that the device needs a replacement 5-lead ECG cable. The part was shipped to the account for the clinical engineer to install. The device remains at the customers site and no further action is required at this time. Based on the information available and the testing conducted, the cause of the reported problem was a faulty 5-lead ECG cable. The root cause of which could not be determined. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer was provided with a replacement 5-lead ECG cable to resolve the issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.